Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels 530 mg/dl and insulin injections were administered. The customer alleged the pump was not delivering insulin and reverted to using insulin injections for insulin therapy.